Manufacturer narrative:
Result: sensor coil cord.

Event description:
It was reported by service report that the head end lift will not lower. No patient involvement or adverse consequences are reported.